Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant, using small flexnav delivery system. After deployment of the valve, atrioventricular block was observed. A temporary pacemaker was placed, and the patient left the operation room.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of av block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information from the field was received regarding pre-existing arrhythmia, anatomical factors, or implant depth. Based on all available information, a conclusive cause for the reported heart block could not be determined.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant, using small flexnav delivery system. After deployment of the valve, atrioventricular block was observed. A temporary pacemaker was placed, and the patient left the operation room.